Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va1hg4d, implanted: 2018-12-12 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: (B)(6)2021, UDI#: (B)(4). Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the hcp called to report that the pt had major surgery. After surgery pt developed a sacral ulcer and the interstim lead is exposed in the sacral wound. Caller said they are going to use cautery and they may remove the lead. Caller said issue started within the last couple weeks. Caller said pt was admitted to the hospital on (B)(6) 2022. Caller said the pt no longer has an interstim managing doctor because their previous doctor has moved.

Manufacturer narrative:
Continuation of d10: product ID 3889-33 lot# va1hg4d implanted: (B)(6) 2018 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in a follow up letter that was sent to the patient. The letter response reported that the major surgery or sacral ulcer was caused by or related to the medtronic device, therapy, and/or implant procedure (including use error). They indicated "multiple deep debridements 2" to immobilization and development of grade IV ulcer." When asked if the issue has been resolved the response was "no. Patient deceased".